Event description:
Caller reports being unable to obtain a result due to an error on the aviva system. Customer had low blood glucose symptoms when caller attempted to use the meter; customer was treated with fruit and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.